Manufacturer narrative:
No devices were returned for evaluation. There was no allegation of device failure. It was the physician's belief that the pneumothorax was caused by being against an airway and the airway was not punctured with any instruments,however auris was unable to confirm. Risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report .based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
On 9/20/2019, it was reported that after a monarch- assisted biopsy procedure, the patient experienced a pneumothorax. The location of the pneumothorax was unknown. The lesion was located in the right upper lobe. The physician drove to the lesion and collected a biopsy using a superd arcpoint needle, superd triple needle brush and auris forceps. The pneumothorax was unknown until after the case was completed. On (B)(6) 2019,follow up with the customer confirmed that the patient received a chest tube, the patient recovered from the pneumothorax, and was released.